Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, tubes underfilled, the stoppers pulled out after collection, and stoppers popped out in the centrifuge. No adverse impact was reported regarding the patient or user.